Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient's entire system was explanted today, (B)(6) 2016, due to loss of efficacy. The cause of the change in therapy was unknown. The revision had occurred and it was unknown if the patient recovered completely. It was unknown when the issues started to occur and it "hadn't worked for over a year." The explanted product was thrown away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.